Event description:
It was reported that the asymptomatic patient presented in clinic for follow up with an atrial lead that exhibited failure to capture. A chest x-ray was performed, and dislodgement was confirmed. The lead was repositioned successfully. The patient was in stable condition.